Event description:
Account states that he tried to calibrate scale and could not.

Manufacturer narrative:
Account inspected scale board to find fluid intrusion, scale board has visible dry stains. He replaced scale board, calibrated scale, performed function check. No injury, or facility damage reported.